Manufacturer narrative:
Device serial number and manufactured date are unknown and device repair history cannot be performed. The zimmer skin graft device, serial number unknown, was not returned to zimmer biomet surgical for evaluation and repair. The product retrieval task was suspended due to lack of customer response. The customer¿s reported event cannot be confirmed and a cause cannot be determined. It is advised, if the problem persists, to return to the device in question for full evaluation and repair prior to further usage. The device was not returned for evaluation or repair. There are no recommended actions at this time.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that holes were made in the grafts after being meshed using the zimmer skin graft mesher. The surgeons were extremely concerned with this considering the fact that in the patient, in particular was 90% burned with limited donor sites to begin with. They were not sure not sure if it was the mesher or cutter that was causing the damage. Additionally it was stated that the holes in the graft could be tears by the cutter and they was not seeing the revolutions.